Event description:
It was reported that when startup, the programmer displayed a black screen and send out an alarm sound.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when startup, the programmer displayed a black screen and send out an alarm sound.